Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. Date of event: this information was not provided when asked. Relevant tests/laboratory data: this information was not provided when asked. This is the second of two implant complaints, see manufacturer report for the remaining complaint: 3011649314-2022-00063.

Event description:
It was reported that the hahn tapered implant "failed."